Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the capsular bag tore when the lens was inserted. The lens was replaced with an anterior chamber lens. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution is dried on the lens. One haptic is broken in the distal area. The optic was torn/split (cut) into two portions. Associated products were not provided. It is unknown if qualified products were used. This model intraocular lens is only qualified for use in two specific cartridges. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
Additional information was provided in the box with the returned sample that the lens folded and surgeon started implanting, but surgeon broke off piece of trailing haptic. The lens was removed and new iol implanted.